Manufacturer narrative:
Age at time of event - 18 years or older.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and moderately calcified superficial femoral artery. A 7.0mmx40mmx135cm (4f) sterling balloon catheter was advanced for pre-dilatation. However, on initial inflation at 4 atmospheres for 3 seconds, contrast media was found to be leaking under fluoroscopy and the balloon ruptured. The procedure was completed using a mustang balloon catheter. There were no patient complications nor injuries reported.